Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an air leak during the cuff check. This occurred upon/before opening. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One (1) used device was received for evaluation. A visual inspection was performed, a small gap at the tip of the tracheal tube was observed and and the reported issue was duplicated. A functional test was conducted a leak was observed to be coming from the gap previously observed. During the filling process, a leak was observed at the side seam of the cassette bag. The probable cause is due to a form tube bevel process error in tijuana. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.